Manufacturer narrative:
(B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dark fiber (approximately 3 mm long) was noticed in the patient's eye as the surgeon injected the viscoelastic healon. Reportedly, the surgeon aspirated the fiber back from the eye into the cannula of the healon. No further information was provided.

Manufacturer narrative:
The complaint device was returned at the manufacturing site for inspection. The sample consisted of the glass cylinder, the plunger rod (attached to the backside of the rubber plunger) and the cannula (attached at the front end of the holder at the luer-lock). Approximately 0.1 mm of expellable solution remained in the cylinder. The syringe was assembled and placed into a peel-pouch. Visual and ftir (fourier-transform infrared spectroscopy)-microscopic inspection: a blue fiber, 1.3 mm long and approximately 15-25m wide was observed in the remaining solution just above the surface of the gray rubber plunger. This confirms the customer's observation of a blue fiber being aspirated back into the cannula. The fiber was recovered from inside the glass cylinder and analyzed. The results indicate that the fiber is cellulose (not natural, i.e. Not cotton). The clothes and cleaning articles used in the healon production areas, do not contain pure blue cellulose. Therefore, a product non-conformance has not been confirmed for the returned sample based upon examination of the returned product and the possible sources of blue cellulose in the healon production areas. The probable cause of the customer¿s observation could not be determined. Visual inspection on retained product on healon lot uc32040: 35 samples were investigated. The solution was clear and colorless. No visible defects on the product box. The printing on the carton and labels are correct. One of the retain samples had a hole in the cannula blister, this defect is not related to current complaint. With exception of this single sample; all components were included in the product without defects. Cannula was without damage. No visible defects were found on the package, cannula or solution. Product deficiency was not found on retain samples. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.